Event description:
It was reported the customer had a button error alarm. Customer also stated their buttons were unresponsive. The customer's blood glucose was 13.6 mmol/l. The customer reported changing their battery, but the anomaly persisted. The customer did not bump or drop their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump buttons all responded properly and no button error alarm was noted. However, slight moisture damage was found at the keypad traces. The insulin pump was received with a cracked case at the battery tube threads and minor scratches on the display window.